Event description:
It was reported that, "after a period of use - the clamp strips so it doesn't clamp properly."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.